Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified during trend analysis. No device history record investigation can be done at this time because the consumer did not provide a manufacturer¿s lot code. The investigation showed no issues present that would have contributed to this malfunction of tampon performance and revealed no issues requiring corrective action with the product manufactured.

Event description:
String separated from the tampon, didn't even snap [device breakage] I was unable to retrieve the tampon; called her obgyn went in this morning to have it removed. [Foreign body in reproductive tract] case narrative: on (B)(6) 2024, a spontaneous report was received from a consumer regarding a 51-year-old white, caucasian female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On (B)(6) 2024, the consumer started use of playtex sport plastic, unscented. On (B)(6) 2024, at 3:45, the consumer inserted a tampon. About an hour later (also reported as at about 5:10), the consumer attempted to remove the tampon and the string separated from the tampon, "didn't even snap." She was unable to retrieve the tampon. Subsequently, she called her obgyn (obstetrician/gynecologist) for assistance and she went in the next morning. On (B)(6) 2024 (about 18 hours later), the tampon was removed by the obgyn. As of (B)(6) 2024, the status of product use was withdrawn. No additional information was provided.